Event description:
Customer alleged blood glucose result of 991 mg/dl was reported by the advantage system. Results above 600 mg/dl are outside the reportable range of the device and the device should display "hi" for these results. The customer did not report on symptoms and did not treat or act on the result. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.